Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a sporadic hardware defect. The investigation was performed considering complaint description, cs reports, system log files and system history. Based on the evaluation of the video material provided, our system specialists have determined that the cause of the error is most likely due to a sporadic hardware defect of the monitor of one plane of a biplane system. The affected monitor was replaced on site by the local service organization and the error described in the complaint has not reoccurred. The investigation did not reveal any error accumulation or systematic error. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no live image was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.